Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infections"), vaginal disorder ("vaginosis"), abdominal distension ("gastrointestinal or digestive system condition: bloating/gi conditions"), arthralgia ("joint aches / hip pain"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), alopecia ("hair loss"), amnesia ("memory loss"), fatigue ("fatigue"), nausea ("nausea"), bladder disorder ("multiple bladder"), headache ("headaches"), depression ("depression/psych injury"), cystitis ("infection (bladder/urinary tract/vaginal): bladder"), adnexa uteri pain ("my left ovary.sharp stabbing pain"), tooth fracture ("missing 4 and 3 chipped/issues with their teeth") and myalgia ("sore muscles"). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal infection, vaginal disorder, abdominal distension, arthralgia, migraine, feeling abnormal, alopecia, amnesia, fatigue, nausea, bladder disorder, headache, depression, cystitis, adnexa uteri pain, tooth fracture and myalgia outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, amnesia, arthralgia, bladder disorder, cystitis, depression, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, myalgia, nausea, pelvic pain, tooth fracture, vaginal disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified):bilateral occlusion. Diagnostic results: on an unspecified date essure confirmation test was conducted and result is total bilateral occlusion. The following information was received from social media sore muscles. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infections"), vaginal disorder ("vaginosis"), abdominal distension ("gastrointestinal or digestive system condition: bloating/gi conditions"), arthralgia ("joint aches"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), alopecia ("hair loss"), amnesia ("memory loss"), fatigue ("fatigue"), nausea ("nausea"), bladder disorder ("multiple bladder"), headache ("headaches"), depression ("depression/psych injury"), cystitis ("infection (bladder/urinary tract/vaginal): bladder"), adnexa uteri pain ("my left ovary. Sharp stabbing pain") and tooth fracture ("missing 4 and 3 chipped/issues with their teeth"). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal infection, vaginal disorder, abdominal distension, arthralgia, migraine, feeling abnormal, alopecia, amnesia, fatigue, nausea, bladder disorder, headache, depression, cystitis, adnexa uteri pain and tooth fracture outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, amnesia, arthralgia, bladder disorder, cystitis, depression, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, vaginal disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified):bilateral occlusion. Diagnostic results: on an unspecified date essure confirmation test was conducted and result is total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added- my left ovary. Sharp stabbing pain and missing 4 and 3 chipped/issues with their teeth. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infections"), vaginal disorder ("vaginosis"), abdominal distension ("gastrointestinal or digestive system condition: bloating/gi conditions"), arthralgia ("joint aches / hip pain"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), alopecia ("hair loss"), amnesia ("memory loss"), fatigue ("fatigue"), nausea ("nausea"), bladder disorder ("multiple bladder"), headache ("headaches"), depression ("depression/psych injury"), cystitis ("infection (bladder/urinary tract/vaginal): bladder"), adnexa uteri pain ("my left ovary.sharp stabbing pain"), tooth fracture ("missing 4 and 3 chipped/issues with their teeth") and myalgia ("sore muscles"). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal infection, vaginal disorder, abdominal distension, arthralgia, migraine, feeling abnormal, alopecia, amnesia, fatigue, nausea, bladder disorder, headache, depression, cystitis, adnexa uteri pain, tooth fracture and myalgia outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, amnesia, arthralgia, bladder disorder, cystitis, depression, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, myalgia, nausea, pelvic pain, tooth fracture, vaginal disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified):bilateral occlusion. Diagnostic results: on an unspecified date essure confirmation test was conducted and result is total bilateral occlusion. The following information was received from social media sore muscles. Most recent follow-up information incorporated above includes: on 20-apr-2020: case kept as serious incident upon internal review. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.